Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 45 mg/dl. The customer was treat with juice and now blood glucose was 150 mg/dl after a while insulin pump still showing low reading. Customer also stated that insulin pump had calibration now alert. Customer also stated that they remove the sensor and he can see a little bit of blood. The device will not be return for analysis.